Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that tibial articular surface provisional broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was returned with the complaint for review. The visual inspection of the device confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot manufactured has a potentially been in the field for more than two years. It is unknown for how many times the device has been used. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is considered conforming due to its extended field life and unremarkable manufacturing records. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. A previous investigation was opened for the breakage of tasps. A FDA recall contains the related lot number. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause is associated with the design of the device. The complaint was confirmed as the device was returned fractured.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.